Event description:
It was reported that a small volume intermate had an unspecified problem described as the device missing either its blue tip or its top tip. This was found before use. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 03, 2013 to october 04, 2013. The sample was received for evaluation outside of its original packaging. A visual inspection identified that the blue winged luer cap was missing. Since the device was received out of its original packaging, it is unknown if the cap was in the original packaging before opening and a defective product was unable to be verified. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.